Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument showed a fault. Visual inspection of the instrument's tip intra-abdominally showed the whole working tip of the instrument was at a 90-degree angle, not straight. We used the tool to unclamp the jaws. The whole arm had to be removed with the robotic port-canula. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube approximately 39.73mm from the distal tip. A piece measuring proximately 4.23mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.